Event description:
Reporter alleged discrepant blood glucose values of 390mg/dl back to back with a result of 140 mg/dl when testing was performed 1 minute apart on the advantage system. Reporter stated taking normal medications and no oher actions or treatment reported. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: isosorbide 2 years - 20mg once daily; crestor 1 yr - 10mg once daily.